Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the stent was found ruptured once the package was opened prior to procedure. Per follow up via ibc on 14dec2021, the customer cannot determine if it was a shipping damage.

Manufacturer narrative:
The reported event is confirmed, cause unknown. A photo sample was submitted which shows one end of the stent completely separated from the rest of the body. The ureteral stent was returned with the opened original packaging. An evaluation of the physical sample was completed by future matrix on (B)(6)2022. The proximal pigtail was noted to be separated from the body of the stent. The separated proximal pigtail was stuffed in the pigtail straightener. The separation appears to be a smooth cut with no stretching or discoloration of the material. The suture porthole appears to be torn this is seen when the suture is forcefully pulled from the stent, however, the suture was not provided for evaluation. The tip inner diameter was measured with a pin gage and found to be 0.039", the inner diameter at both separated parts measured 0.040" with a pin gage, and the outer diameter of each separated part measured 0.062" with a laser micrometer; all dimensions were within specifications. An in-house 0.035" guidewire passed through each separated end without resistance. A potential root cause for this event could be, "inappropriate package design". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "do not use if the package or product is damaged. Improper handling technique can seriously weaken the stent. Suture may be cut off prior to stent placement. Care should be exercised when removing the stent from inner polybag so as not to cause tearing or fragmentation." Corrections: d, h. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was evaluated

Event description:
It was reported that the stent was found ruptured once the package was opened prior to procedure. Per follow up via ibc on (B)(6)2021, the customer cannot determine if it was a shipping damage.